Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 8 months. The pump is expected to be returned for evaluation following the pump exchange. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller began alarming for driveline disconnect and low flows at 6:43 am on (B)(6) 2015. The driveline was reportedly connected and the patient was asymptomatic. The system controller log file was submitted for evaluation and reviewed by the manufacturer's technical services representative. The log file recorded 6 pump stoppages and 3 low speed advisory alarms with pump speeds as low as 0 rpm. According to the technical services representative, this type of behavior has been linked to potential issues with the percutaneous lead (lead) in the past. The issue appeared to occur only while the system was connected to the power module. X-ray images of the lead were examined by the technical services representative and an area of concern on the internal portion of the driveline was found. X-ray images of the external portion of the lead were inconclusive. A pump exchange was reportedly scheduled for the patient. The pump exchange has not yet been completed. No further information was provided.

Manufacturer narrative:
Device evaluation: the reported event was confirmed based on the information contained in the submitted system controller log file. Based on the manufacturer¿s past experience and similar reported events, the events recorded could be indicative of potential driveline wire damage; however, the pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion of the driveline was not returned. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The metal braided shield was removed and the driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire's insulation. The driveline passed all testing and no electrical compromise was identified. Although the x-ray images submitted for evaluation revealed an area of concern on the internal portion of the driveline, wire compromise could not be conclusively determined without a full evaluation of the device. Examination of the inflow conduit, outflow conduit, pump blood contacting surfaces upon disassembly revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that the patient was transplanted on (B)(6) 2016. The patient was held in the hospital until heart transplant instead of doing pump exchange in (B)(6) as previously reported. The pump will be returned.